Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: there is a temporal relationship between pd therapy utilizing the liberty select cycler with cycler set and the patient¿s reported event of peritonitis with hospitalization. However, there is no documentation in the complaint file to show a causal relationship between the peritonitis event and utilization of the liberty select cycler with cycler set. Although no information related to the cause of the peritonitis or the pd effluent culture results could be confirmed, there is no allegation of a device malfunction or deficiency, or cycler set defect reported for this event. All pd patients are at risk of peritonitis due to a compromised immune system and the increase of potential for microbial contamination from dialysis techniques. Based on the limited information and no allegation of a malfunction, deficiency or defect the liberty select cycler and cycler set can be excluded as the cause of the patient¿s reported peritonitis event.

Event description:
A peritoneal dialysis (pd) patient reported being hospitalized on (B)(6) 2022 for peritonitis. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The pdrn stated the clinic had no documentation that the patient was admitted to the hospital or that the patient was diagnosed with peritonitis. The pdrn confirmed with other staff members and the patient¿s record to verify that no information pertaining to a peritonitis hospitalization was documented. Attempts to reach the patient were unsuccessful.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis (pd) patient reported being hospitalized on (B)(6) 2022 for peritonitis. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The pdrn stated the clinic had no documentation that the patient was admitted to the hospital or that the patient was diagnosed with peritonitis. The pdrn confirmed with other staff members and the patient¿s record to verify that no information pertaining to a peritonitis hospitalization was documented. Attempts to reach the patient were unsuccessful.